Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to hospital with atrial lead noise with inhibition of pacing. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable following the procedure.